Event description:
This is a conversion from cc195022, line 298706. A customer update was received on (B)(6) 2022 which made a repair to a complaint. The customer stated that the pump had no suction power when shaving the meniscus. Even after starting the system several times and reinserting the cassette with calibration, nothing changed. The suction of the shaved parts of the meniscus did not work. Update swit (B)(6) 2022: an arthroscopic meniscus resection respectively partial resection was performed. There was no injury to the patient, nor to the other persons involved. The treatment could be completed successfully with the help of the suction device. A change of the surgical method was not necessary and no second surgery was necessary.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. -complaint is confirmed. -one ar-6480 dualware arthroscopy fluid management system, serial number (B)(6), was received for investigation. -the returned dualware arthroscopy fluid management system, ar-6480, was visually inspected and showed no damage to the pump's housing. A further review of the pump subassembly and components showed no issues with the latch door or tubing connector. -functional testing performed with the console identified that every time the ar-6480 dualware arthroscopy fluid management system is on and starts to run. After a minute the routers stop. -the back of the ar-6480 dualware arthroscopy fluid management system, serial number (B)(6), gets overheated. -the ar-6480 dualware arthroscopy fluid management system, serial number (B)(6), was opened for visual inspection. A burning smell came out of the machine, but no burning was observed. An electrical component was noticed to be damaged possibly due to an over-current event. -the most likely cause for the reported failure can be attributed to wear and tear. The component failure noted above can be attributed to wear and tear as the machine nears end of life. -refer to investigation photos #1-5.